Manufacturer narrative:
Additional narrative: this report is for an unknown cannulated screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes sales representative. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for medial proximal tibial (mpt) fracture with mpt plate. After the surgery, on unknown date, the patient died. Causality unknown. No further information is available. This report is for a cannulated screws. This is report 2 of 2 for (B)(4).